Event description:
Customer had a ckmb sample with original result less than 0.1 and when same sample was rerun (on same analyzer), it gave 2.54 ng per ml. Customer said sample tube was sst gold top with no fibrin, clots or bubbles in the tube. Customer said they questioned the result and waited for the rerun to be completed, no erroneous results were reported. (She stated the result of 2.54 is within their normal range). Customer states she changes the reagent pack and has not had any recurrences. If additional information is received, appropriate notification will be provided.